Event description:
The patient called alleging an error 4 message. The patient did not experience any symptoms at the time of testing . The patient visited her physician due to the error 4 message and did not receive any treatment. The technique of applying blood on the test strip was correct. The test strips were in good condition. Customer service was unable to resolve the error 4 message and sent the patient a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.